Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer via a direct call to the emergency support program that during intra aortic balloon (iab) therapy using a sensation plus iab an iab catheter restriction alarm occurred on an intra aortic balloon pump device and the balloon did not fully inflate. Fluoroscopic imaging confirmed catheter tip position. Therapy could not be initiated and the alarm persisted despite pump exchange. After sheath exchange and reinsertion therapy was successfully initiated. No patient harm or injury was reported.